Event description:
Customer reported the insulin pump alarmed calibration error and change sensor. Troubleshooting was performed. Blood glucose was 266 mg/dl, treated with the insulin pump. Alert verified in history. The sensor was inserted in the abdomen using serter. Sensor appears fully inserted and flushed to the skin. Alarms occurred after second calibration error alarm. Customer stated she only calibrates twice a day, proper calibration explained. Customer was advised to remove sensor, noted it was bent. Customer also had sensor glucose vs. Blood glucose issues, customer declined troubleshooting. Customer reported that she also had other sensor where she has had blood in the site, advised to change if customer does not want to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.